Event description:
It was reported that four blades broke during a total knee procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay for the change out of blades and the procedure was completed. This report is for third blade that broke.

Manufacturer narrative:
Investigation results indicate that the breakage could have been caused by the blade coming into contact with metal while cutting and/or also under the application of a bending moment while in use. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that four blades broke during a total knee procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay for the change out of blades and the procedure was completed. This report is for third blade that broke.